Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Material # 309642 - batch # 8155968 was processed according to bd requirements for sterile devices per product specifications. No issues and no deviations occurred during the sterilization process.

Event description:
It was reported that an unspecified number of syringe 10ml ll w/ndl 21x1 rb experienced a sterility breach. The following information was provided by the initial reporter: material no.: 309642 batch no.: 8155968 verbatim: as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10 ml ll w/ndl 21x1 rb experienced a sterility breach. The following information was provided by the initial reporter: material no.: 309642, batch no.: 8155968. Verbatim: as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process.